Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and degenerative disc disease. It was reported the patient was unable to charge. There was a reposition antenna screen and it had been difficult to find a good spot to recharge. The trouble getting a good spot to recharge was noted to have started a couple weeks prior to this report and the reposition the antenna screen was first noticed the last night. Recharging best practices were reviewed with the patient. The antenna was positioned over the implantable neurostimulator (ins) and the patient attempted a recharging session, but saw a reposition antenna screen and the issue did not resolve. No product was available to attempt communicating with another external device. The patient noted that the did not have a programmer. The steps for using the antenna locate feature were reviewed and an antenna locate was attempted followed by an attempt to recharging, but the issue did not resolve. Another implantable neurostimulator recharger (insr) was not available for troubleshooting. It was noted that the ins was tilted. The ins seemed to have changed in the pocket site. The patient stated, "it seems like I can feel it more than before." The patient noted she was able to feel 2-3 corners of the ins. The patient denied having any falls or trauma.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported steps taken to resolve the reposition screen antenna issue and the implantable neurostimulator (ins) being tilted included a meeting with a local manufacturer's representative (rep). It was noted the rep could not detect a problem. The patient mentioned to the rep that she thought the ins was much more prominent than it was originally. It was noted that the reposition antenna screen and ins being tilted issues had not really resolved. It still took the patient so much time to get a position that was charging at a high level, or even any level for that matter. The patient noted that she did not have this problem until the last several months.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.